Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6, h11. B5: the device was filled with 0.9% sodium chloride and a syringe filled with piperacillin/tazobactam was being injected into the device at the time of the observed leak. H4: the lot was manufactured between january 30-31, 2025. H11: the device was received for evaluation containing 140ml of fluid in the bladder. Visual inspection was performed and a vertical crack on the fill port was observed. A leak test was performed and evidence of leak was observed coming out at the vertical crack on the fill port. The reported condition was verified. The cause of the cracked port could not be determined; however, may be related to how the device was handled during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was observed during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.